Event description:
--

Event description:
Boston scientific received information that during a recent implant procedure this right ventricular (rv) lead revealed a loss of capture (loc) during product testing. The lead was removed and replaced. No adverse patient effects were reported. The procedure was successfully completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The lead was removed and returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.